Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient was inoperable and unable to communicate with external devices. No falls or weight changes were reported. Surgical may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg had reached end of life and could no longer be recharged. It was reported by the patient never stopped recharging. They only stopped after the charger connector went bad, the last time they recharged was approximately 1 month. Replacement surgery is pending scheduling. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.